Event description:
It was reported that during a routine follow up, the pulse generator exhibited oversensing on the atrial and ventricular channels. The oversensing was noted to have started on (B)(6) 2014. No patient symptoms or intervention was reported. The patient would continue to be monitored.

Event description:
Additional information reported stated that on (B)(6) 2015 the pulse generator exhibited oversensing every hour on the atrial channel; this caused inappropriate auto mode switches. The device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.